Event description:
Revised a ps tibial insert from a 5x9 to a 5x12 of a right knee due to extensor mechanism soft tissue failure and need to repair. Spoke to rep. No further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.